Event description:
It was reported that on approximately (B)(6) 2014, the patient had severe pain, went to the hospital emergency room (ER), spent several days in the hospital, then went to skilled nursing. The pain that caused the patient to go to the hospital was the back pain they had all the time, and per the reporter, the health care provider (hcp) stated the patient had arthritis in their back. The reporter noted the patient¿s pain was currently much less. It was noted the patient was in a rehabilitation facility and had an appointment with the health care provider (hcp) on friday to have the pump refilled but they were not going to be able to go. Per the reporter, they did not know when the patient would be released. The reporter was redirected to the patient's hcp. The pump was being used to deliver fentanyl, bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).